Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for about a year, it took a couple hours to charge the implanted neurostimulator when they used to be able to get it fully charged in an hour or less. Patient mentioned they often see a message to reposition the recharger, even though their rep has told them that the implant is closer to the skin's surface than they've ever seen on any other patient. Patient stated they could move the recharger/belt around, but couldn't get the connection any better. Patient didn't recall what other error messages they had seen, but said one time they had two screens overlaying each other. While on call, patient said they were recharging the implant; the controller had been at 80% and the implant was at 30%, but they were describing seeing passive recharge mode screens with connectivity numbers in the 80's, even though the charge to the implant should have allowed them to start charging without first going through passive recharge mode. Patient was in a parking lot during call, so agent was unable to have them reset with ac power. The issue was not resolved. A request was sent to the repair department to replace the recharger.